Event description:
Contact reports the spinal screw located at c6 as part of a 2-level construct had backed out. Revision surgery was performed to explant the devices. The construct had been in place for approx six months and the pt did not fuse. As surgical intervention occurred, a medwatch report is being filed to document the event.

Manufacturer narrative:
Visual examination of the returned screw and mating plate found material displacement indicating that the screw had been tightened and secured. Dimensional inspection could not be performed due to the damage incurred by the screw head and cam. Review of incoming inspection records confirmed the lot met specification requirements when released to stock. A definitive cause of screw backout cannot be determined at this time. It was reported that the pt experienced non-union which may have contributed to the event. At this time, the complaint is considered to be closed.